Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the technician applied the wrong back label blue instead of grey, which was the correct one. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Device evaluation: it was reported that the device was received for device analysis. Service history review was performed and found that the lcd lens was replaced previously and wrong rear label applied. Visual inspection performed and found that the customer reported event was confirmed. The rear label was incorrect, and the label was replaced.